Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Essure removal details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyschezia in 1999, painful defaecation, multigravida, parity 2 and vaginal delivery ((B)(6) 1994, (B)(6) 1999.). Previously administered products included for an unreported indication: birth control pill from 1989 to 1993. Concurrent conditions included anxiety, low back pain, allergy nos, thyroid nodular, gerd, menstrual migraine, urethral hypermobility, pelvic floor muscle weakness, stress urinary incontinence, rectocele, cystocele, stress, bowel motility disorder, endometriosis, peritoneal adhesions and hemorrhagic cyst. Concomitant products included pantoprazole since 2010. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain- alternating left and right"), 5 years 5 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovarian pain from cyst") with adnexa uteri pain. The patient was treated with surgery ((B)(6) 2009 right coil, unilateral salpingectomy - right. (B)(6) 2011 left coil, unilateral salpingectom). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the abdominal pain and ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted in essure removal date: (B)(6) 2011 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Ultrasound scan vagna: on an unknown date: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received - new events abnormal bleeding (vaginal, menorrhagia), lower abdominal pain- left and right and ovarian pain from cyst were added. Outcome of abdominal pain were updated from unknown to recovered. Events onset date, severity, essure removal date, new reporter, concomitant medication, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.